Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5cv89. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during firing of staples compression in the jaws of the device is lost and the tissue slips out of the device, distorting the staple line further on. There were misfired staples. The patient is fine and there was no change required in the patient¿s post-operative care.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cv89. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. One photo received. Upon visual inspection of a photo, the following was observed: the photo shows tissue and a staple can be seen no properly formed on the tissue. Based on the photo, the event describe of malformed staple is confirmed, however no conclusion or root cause could be determined.